Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients lead had migrated and was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively.